Event description:
A jade balloon was used in the abdominal aortic aneurysm (aaa) repair. It was a highly tortuous iliac and the jade balloon was inflated. It was used multiple times and twisted twice, and it eventually fractured in-vivo. The balloon was retrieved from the patient's body. The procedure was completed successfully without any patient complications. Background: it was reported that there were no patient complications. Patient information: 73 years old, female. Lesion information: very torturous iliac. Intervention was for the fractured balloon that was retrieved from the patient's body. No case image/cd was provided for analysis.